Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation on (B)(6) 2017, the pacemaker was found in standby mode. It was reinitialized and the parameters were reprogrammed back to the previous values. The patient said she did not undergo defibrillation shocks nor approach anything that could cause the pacemaker to switch to standby mode. Preliminary analysis showed that the device switched to standby mode during the follow-up on 25 october 2017, most likely following telemetry errors. It was properly reinitialized on (B)(6) 2017.

Event description:
Reportedly, upon interrogation on (B)(6) 2017, the pacemaker was found in standby mode. It was reinitialized and the parameters were reprogrammed back to the previous values. The patient said she did not undergo defibrillation shocks nor approach anything that could cause the pacemaker to switch to standby mode. Preliminary analysis showed that the device switched to standby mode during the follow-up on (B)(6) 2017, most likely following telemetry errors. It was properly reinitialized on (B)(6) 2017.